Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. The hard drive and main processing unit (mpu) circuit board was replaced as a preventive measure. (B)(4).

Event description:
It was reported that shortly after receiving the programmer back from service, it began to generate a 0502 error and a "restoration image ... Corruption error" message. Running the service disk allows one patient check, and then the error recurs. User does not have the time to run the service disk between each patient check. The programmer has been returned for service. No patient complications have been reported as a result of this event.